Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported about a week ago they began feeling "electrical impulses" down their legs when they lay flat on their back. Caller stated they spoke with their hcp regarding the matter and was instructed to connect with a mdt rep on their own. Caller confirmed no recent falls or trauma. Pss reviewed information and sent an email to the field for visibility. The patient (pt) reported that on december 5th they contacted a rep regarding tingling in their legs. Pt reported they have the system implanted for chronic back pain, and also has degenerative disc disease. Pt reported the system had helped immensely, as the pt was a nurse for 40 years and had back pain from that. When the pt lies on their back they get tingling sensations down both legs. This was disconcerting to the pt as they couldn't even watch television because of the sensation. Pt reported the tingling should not be so noticeable to the extent that it is disturbing them. Pt asked the rep how to stop the tingling and was walked through turning the intensity down from 4.0 to 3.7 and the tingling sensation was managed as pt now has relief from this. Pt clarified the tingling was like "needles and pins."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported that on december 5th they contacted a rep regarding tingling in their legs. Pt reported they have the system implanted for chronic back pain, and also has degenerative disc disease. Pt reported the system had helped immensely, as the pt was a nurse for 40 years and had back pain from that. When the pt lies on their back they get tingling sensations down both legs. This was disconcerting to the pt as they couldn't even watch television because of the sensation. Pt reported the tingling should not be so noticeable to the extent that it is disturbing them. Pt asked the rep how to stop the tingling and was walked through turning the intensity down from 4.0 to 3.7 and the tingling sensation was managed as pt now has relief from this. Pt clarified the tingling was like "needles and pins."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported about a week ago they began feeling "electrical impulses" down their legs when they lay flat on their back. Caller stated they spoke with their hcp regarding the matter and was instructed to connect with a rep on their own. Caller confirmed no recent falls or trauma. Pss reviewed information and sent an email to the field for visibility. On 2023-jan-13 the patient (pt) reported that on december 5th they contacted a rep regarding tingling in their legs. Pt reported they have the system implanted for chronic back pain, and also has degenerative disc disease. Pt reported the system had helped immensely, as the pt was a nurse for 40 years and had back pain from that. When the pt lies on their back they get tingling sensations down both legs. This was disconcerting to the pt as they couldn't even watch television because of the sensation. Pt reported the tingling should not be so noticeable to the extent that it is disturbing them. Pt asked the rep how to stop the tingling and was walked through turning the intensity down from 4.0 to 3.7 and the tingling sensation was managed as pt now has relief from this. Pt clarified the tingling was like "needles and pins."